Event description:
During a transaortic procedure post deployment of the 26mm sapien xt valve, mobile tissue was noted above the xt valve; a stent was implanted. The aortic annulus diameter measured 28.2 x 21.5 mm by CT with moderate leaflet calcification. Bav was performed with the 20mm edwards bav balloon. The xt valve was positioned 60:40 aortic/ventricular (a/v), with a post deployment final placement of 60:40 a/v with trace perivalvular leak (pvl) and no central leak. After deployment, mobile tissue was visualized. A 10x29 palmaz stent mounted on a 26x4 z-med balloon was deployed just above the sapien in the sinus of valsalva (sov)/sinotubular junction (stj). The valve function was good, with trace pvl and no central leak. The patient remained hemodynamically stable during entire procedure and was transported to ICU. The mobile tissue is believed to be a ruptured native leaflet.

Manufacturer narrative:
(B)(4). Per the device instructions for use, cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention are complications associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav), and the overall tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to mobile plaque or debris during the tavr procedure. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the vasculature material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, the mobile tissue is believed to be a ruptured native leaflet. It is likely that during valve deployment, the native leaflet became torn and protruded through the frame of the valve. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.